Event description:
The patient was implanted with a left ventricular assist device. It was reported that there appeared to be a constriction at the site of the anastamosis of the outflow graft to the aorta. It was also reported that the pump was "making a strange sound" and power fluctuations were noted. The pump was exchanged on (B)(6) 2015. The outflow graft and inflow conduit were not replaced. The surgeon reported that a suture had been causing a constriction at the outflow graft-to-aorta anastomosis site. Additionally, it was reported that thrombus was visible within the pump. No additional information was provided.

Manufacturer narrative:
Approximate age of device - 46 days. The device was returned for analysis. Evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The report of thrombus was confirmed through the evaluation of the pump. Examination of the rotor inlet upon disassembly of the pump revealed a thrombus formation surrounding the bearing ball of the rotor, as well as the inlet stator bearing cup, which was pulled out of its bore upon disassembly. Its laminated structure and areas of denaturation indicate that this thrombus likely formed over an undetermined period of time while the pump was supporting the patient. A root cause for the development of the observed formation could not conclusively be determined through this evaluation. It was also communicated that the patient¿s outflow graft appeared constricted at the site of the anastomosis of the aorta and the outflow graft. It was further communicated that during the pump exchange it was noticed that a suture at the anastomosis site was causing the reported constriction. The report of a constricted outflow graft however, could not be confirmed as the outflow graft was not replaced and remains in use. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.